Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. An additional potential adverse event was noted where there was no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported events were due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the front panel switches are not working on the video system center. The issue occurred during maintenance. There were no reports of patient harm.